Event description:
It was reported that during the implant attempt, after placement of the lead into the right atrium, the lead would not keep the "j" curve even after multiple attempts. The lead was not used and a new lead was implanted. Another lead was implanted in the right ventricle and repositioned multiple times. Each time, the lead had high impedance and high threshold measurements. The lead was not used and a new lead was implanted in the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood on the electrode tip.